Event description:
The patient was seen at the center for evaluation of facial nerve stimulation. Pe tubes were reportedly placed in 2005 to resolve the issue. However, this did not resolve the problem. During revision surgery a week later, the surgeon discovered that the facial nerve had kinked and displaced the electrode. The electrode was re-inserted.